Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Review of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the device's ability to provide shock therapy because the hv capacitors could not be fully charged, but brady pacing, telemetry, and other device functionality remained available.

Event description:
It was reported that upon interrogation this implantable cardioverter defibrillator (ICD) had a battery status of end of life (eol) and also recorded a code 1007 indicative of change times greater than 30 seconds. Boston scientific technical services (ts) noted this indicates a high likelihood of right ventricular (rv) lead and device damage due to short circuit during shock delivery. Surgical intervention was performed. The device was explanted without incident. The rv lead was tested and all parameters were satisfactory. As such the rv lead remains implanted and in service. Besides intervention, there were no adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that upon interrogation this implantable cardioverter defibrillator (ICD) had a battery status of end of life (eol) and also recorded a code 1007 indicative of change times greater than 30 seconds. Boston scientific technical services (ts) noted this indicates a high likelihood of right ventricular (rv) lead and device damage due to short circuit during shock delivery. Surgical intervention was performed. The device was explanted without incident. The rv lead was tested and all parameters were satisfactory. As such the rv lead remains implanted and in service. Besides intervention, there were no adverse patient effects reported.